Manufacturer narrative:
Insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm. Also, hardware low level failures alarm confirmed in the pump history due to broken trace at pin1, keypad assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 63 alarm. It was also mentioned that the pump rewinded and went back to reservoir & tubing. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.